Event description:
The user facility reported that the system 1 processor flooded the area in which it was located. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
A steris technician went on-site to inspect the processor but could not confirm the extent of the leak as user facility personnel had already cleaned the area. The technician inspected the processor and found the pipe from the high pressure pump to the transition block had broke, causing water to leak from the under the unit. The technician replaced the pipe, tested the unit and placed it back into service.